Manufacturer narrative:
Result of investigation: vyaire failure analysis was not able to confirmed the reported issue vent stopped ventilating but the hw (hardware) fault 19 and hw fault 21 was duplicated due to hybrid board and this is a known issue with CAPA 000000497.